Event description:
It was reported that the device failed remediation occurred during testing. The device evaluation noted a detached downstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion seal. Functional testing was performed. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.